Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The patient had been seen several months ago and the longevity remaining was about nine years. At the most recent follow-up, however, the longevity remaining decreased to about five and a half years. In addition, it was noted that the right ventricular lead was exhibiting high capture thresholds measurements. Subsequently, this lead was reprogrammed, and a save to disk was sent in for engineering analysis, it was confirmed that the increase in power consumption was due to the programmed settings. No adverse patient effects were reported. The products remain in-service.